Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The patient began treatment with injection vancomycin (2 gram, frequency and route not reported) for peritonitis. The cause of the peritonitis was not reported. The patient outcome was unknown and the action taken with pd therapy was not reported. No additional information is available.